Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 2.5mmx150mmx150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, a contrast agent leakage was noted on the angiogram. The device was completely removed from the patient. The device was checked and the balloon was found ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.